Event description:
It was reported that the pt had a lap endometriosis procedure in 2005. Later in the year the pt returned to the doctor with an infection in the umbilicus. She was treated with antibiotics and then later a 2mm piece of aluminum was removed from the area. The pt alleges that the piece of aluminum was from one of the surgical instruments. The doctor believes the piece came from the pt cleaning her garage. There was an 11mm and two 5 mm dilating tip trocars used in the initial procedure.

Manufacturer narrative:
Date sent: 09/25/2008. Info is unavailable; device was not returned for eval.